Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and connecting to a medtronic 5 series insulin pump , performed a manual prime fluid flowed through the infusion set and out of the catheter tip conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call reservoir occlusion. Customer was changing their infusion site when they connected the reservoir to the end of the infusion site and received a no delivery alarm. Troubleshooting for the no delivery alarm was performed. Customer reports the alarm was resolved by a reservoir change. Customer would like to return the reservoir for analysis. Customer advised the no delivery alarm occurred during manual prime. Customer is unable to complete troubleshoot at this time. Customer would like to return the reservoir at their request.